Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic and various parts were worn; however, the repair was not completed because the customer declined the aged repair. The device was returned unrepaired per customer request. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was in need of preventive maintenance. There was no patient involvement. During product evaluation, it was found that the motor speeds were erratic. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.